Event description:
It was reported the patient was poked with a cane in the area of the device. As a result of the incident, the patient stated the device had moved into her rib cage and the device started flipping. The patient experienced a lack of effect. The patient also noted the lead may have disconnected. Revision surgery was done. No further outcome was reported.